Manufacturer narrative:
Per good faith effort (gfe) response received, the customer stated that charging the battery did not resolve the reported issue. The unit did not operate on battery after the battery was charged. The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips¿ standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 device indicating that a power supply issue had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. The customer informed the remote service engineer (rse) that the v60 ventilator was running on internal battery and then a power restored had occurred, but no codes were shown in between. It was also stated that the battery was showing low voltage. The rse advised the customer that the device was having power issues due to low battery power and to let the battery charge and run performance verification testing (pvt) before returning to use. This investigation is ongoing.